Event description:
It was reported the patient was not receiving effective therapy for their pain. As a result, surgical intervention took place on (B)(6) 2022 where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.